Manufacturer narrative:
Reported event ¿tip of the trocar had broken off¿ was confirmed. Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be excessive force on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 60 complaints, regarding 63 devices, for this device family and failure mode. During this same time frame 1,040,298 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a low anterior rectal resection procedure on (B)(6) 23 when it was reported ¿it was reported that the tip of the trocar had broken off, leaving a broken piece inside patient body. The residual part is in the pelvis, and it is extremely difficult to retrieve from the patient.". The procedure was completed without the use of an alternate device and there was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported injury due to foreign body left inside the patient.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a low anterior rectal resection procedure on (B)(6) 2023 when it was reported ¿it was reported that the tip of the trocar had broken off, leaving a broken piece inside patient body. The residual part is in the pelvis, and it is extremely difficult to retrieve from the patient.". The procedure was completed without the use of an alternate device and there was no report of medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported injury due to foreign body left inside the patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.